Event description:
The pt reportedly experienced sound quality issues and painful percepts with the stimulation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. A decision was made to explant the device. Surgery to explant the pt's device has been scheduled.